Manufacturer narrative:
Evaluation summary: the components used are compatible per zimmer compatibility charts. Operative notes were received, but from the information provided no deviation from the surgical technique was observed. On x-rays provided, it appears that there is medial overhang of the tibial plate, and the plate seems to be implanted in varus. There is also what appears to be a notch on the anterior aspect of the distal femur and osteolysis of the posterior condyles. If the components were not planted in proper alignment, this could lead to loosening of the components. Review of the device history records for the bone cement was not possible as the product and/or lot numbers required for retrieval were unavailable. Review of the device history records for the femoral component did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It was reported that posterior condyle radiolucency has been noted on the patient's knee. The patient experiences pain when in deep flexion.